Event description:
It was reported that a 1.7 l plate broke whilst surgeon was bending it with the 90 degree benders.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The product was returned for investigation and the reported event could be confirmed. The macroscopic and microscopic investigations show that the plate was heavily damaged with material bulging by medical instruments during the bending / adaptation to the anatomy of the patient. The damages lead to a strong local strain hardening / embrittlement of the material, to a massive disintegration of the surface structure with formation of secondary cracks and finally in combination with high forces to the breakage of the plate in forced rupture mode. The fracture origin could be located in surface damages caused by medical instruments, e.g. Forceps, other pliers. In the instructions for use, it is documented under: general warnings and precautions that ¿ ¿scratching or damage to the component can significantly reduce the strength and fatigue resistance of the product¿. The investigation shows on the fractured surfaces the honey comb structure of a forced rupture. Indications for material or manufacturing related problems were not found in this investigation. The investigated failure modes (intraoperative plate fracture) and the related root cause (forced rupture - predamaged by medical instruments) can be clearly attributed to a user related event. Based on the evaluation no indications for any design, material or manufacturing related problems were found in this investigation. Therefore no corrective and/or preventive actions are deemed necessary at that time.

Event description:
It was reported that a 1.7 l plate broke whilst surgeon was bending it with the 90 degree benders.